Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded.